Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the model s slimline electric dermatome was 'not giving a smooth cut'. Additional relevant clinical information was requested by integra, numerous times.